Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf impact code f1908 captures the reportable event of prolonged surgery. Imdrf impact code f23 captures the reportable event of unexpected medical intervention as the patient was intubated. Imdrf impact code f2302 captures the reportable event of blood transfusion to address the major hemorrhage. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned with all bands attached, and the bands overlapped, consistent with the findings per media inspection on the provided photos. The trip wire was returned bent, and the handle showed evidence that the trip wire was secured to the handle slot. The ligator teeth were damaged and the suture hole was in good condition, which are consistent with the findings when the device was observed under magnification. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands in the ligator housing overlapped, the trip wire was bent, and the ligator teeth were damaged. The reported events prolonged surgery, intubation and blood transfusion cannot be confirmed, because it happened during the procedure and there is not an objective evidence or descriptive conditions to confirm the reported events. It is possible that procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied), could have resulted in the damages encountered in the device, consequently, cause the inability of the device to deploy the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. The reported adverse event "hemorrhage major" is a known inherent risk and is documented in the device labeling and instructions for use (IFU) and it is noted in the adverse events section.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the distal esophagus during a band ligation procedure to treat variceal bleeding performed on (B)(6) 2023. The device was set-up with no difficulty experienced upon setting up the device. During the procedure, the physician attempted to deploy the band; however, it could not be deployed. The gastroscope was removed from the patient, and it was noticed that the fifth band in the ligator cap was attached to the first section of the trip wire, hindering the other four bands in front of it from deployment. A second speedband superview super 7 was setup causing a delay of the procedure, which hemorrhaged the patient. The procedure time was prolonged approximately 30 to 45 minutes. The patient became unstable. The anesthesiologist intubated the patient. Additionally, the patient was transfused with blood due to blood loss. The procedure was completed with the second speedband superview super 7 which stopped the bleeding. The patient's condition at the conclusion of the procedure was reported to be stable and is doing well.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf impact code f1908 captures the reportable event of prolonged surgery. Imdrf impact code f23 captures the reportable event of unexpected medical intervention as the patient was intubated. Imdrf impact code f2302 captures the reportable event of blood transfusion to address the major hemorrhage. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the distal esophagus during a band ligation procedure to treat variceal bleeding performed on (B)(6) 2023. The device was set-up with no difficulty experienced upon setting up the device. During the procedure, the physician attempted to deploy the band; however, it could not be deployed. The gastroscope was removed from the patient, and it was noticed that the fifth band in the ligator cap was attached to the first section of the trip wire, hindering the other four bands in front of it from deployment. A second speedband superview super 7 was setup causing a delay of the procedure, which hemorrhaged the patient. The procedure time was prolonged approximately 30 to 45 minutes. The patient became unstable. The anesthesiologist intubated the patient. Additionally, the patient was transfused with blood due to blood loss. The procedure was completed with the second speedband superview super 7 which stopped the bleeding. The patient's condition at the conclusion of the procedure was reported to be stable and is doing well.